Event description:
Clinician called in to review nst recordings on hmsc. Appeared to be lead noise on the far field and rv channels, leading to vt and vf intervals on marker channel. Recommended bringing patient in as soon as possible. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.